Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-45 lead; implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient received 18 shocks due to a fracture and high impedance in the right ventricular (rv) lead. The lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.